Manufacturer narrative:
2007. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
The device involved in this MDR report was explanted because it could not be interrogated. In addition, no magnet response was observed.